Manufacturer narrative:
The pump evaluation confirmed the presence of thrombus inside the pump. The pump was exchanged for suspected thrombus and returned for evaluation. The pump was returned assembled. The percutaneous lead (lead) was cut approximately 7 inches from the pump housing with the rest of the lead not returned. The sealed inflow conduit was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. Evaluation revealed deposition on the rotor body and outlet stator. The presence of these thrombi would have contributed to the reported elevated ldh. The body of the rotor revealed a large, flat deposition situated between two of the rotor blades, occluding one of the rotor pathways. The deposition showed no evidence of lamination. Denaturation was found on the lower layer of the thrombus, which indicates that it did not originate on the rotor. However, its specific origins cannot be conclusively determined. The deposition had a section that appeared torn on an adjacent rotor pathway. It is likely that a piece of the deposition tore off and seated itself downstream in the outlet stator. Examination of the proximal-side of the outlet stator revealed a tissue-like deposition surrounding the outlet bearing ball, occluding the outlet stator. The deposition was not adhered, lacked lamination and did not appear to have originated in this location. Based on the structure of the rotor thrombus, it is likely that the deposition was previously on the rotor. The deposition showed areas of denaturation and contact marks were present on the outlet portion of the rotor and the outlet bearing cup indicating that the deposition was present during pump operation. However, a duration in which it was present in the pump cannot be determined. Electrical continuity testing of the returned portions of the lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information that was received indicated that the patient expired on (B)(6) 2014. Right ventricular failure and ECMO were noted.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. The (B)(6) identifier is (B)(4).

Event description:
Additional information was received from the (B)(6) registry stating: vad thrombus with hemolysis.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital on (B)(6) 2014 with an elevation in her lactate dehydrogenase (ldh) level at 2300 u/l and tea colored urine. Laboratory results on (B)(6) 2014 indicated that the patient's international normalized ratio was 3.1. The patient was subsequently started on bivalirudin. An x-ray that was performed prior to the exchange revealed that the pump body was angled downward to the left where the inflow elbow was found to be lower than the outflow elbow. The pump did not appear to be perpendicular to the patient's spine. The patient underwent a pump exchange with only the pump body being explanted. The inflow and outflow conduits remained in-situ. No additional information was made available.

Event description:
Additional information was received which indicated that the patient had a pump exchange and reportedly expired from multi-organ failure.